Event description:
It was reported by a company representative that a neurologist had issues using his dell x50 handheld as he received an error message. The company representative was present at the office of the reporting physician and indicated that a blank screen was received after the handheld was unplugged from the ac power supply. Connections were checked, a hard reset was performed, made sure the flashcard was fully inserted, but the issue persisted giving the error message of "memory error has been detected". Using the handheld while plugged in the ac power supply and passing the error screen led to a successful interrogation of a demo generator. At the moment (B)(4) attempts to obtain the reported handheld returned to the manufacturer for analysis have been unsuccessful to date.